Manufacturer narrative:
Product complaint #: (B)(4).this MDR is being submitted as a correction. It was previously reported that the embolic coil was stretched and kinked, however during further assessment it was found that embolic coil was damaged and kinked. The findings still meet regulatory reporting criteria. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.updated complaint conclusion to include correction to the device analysis:as reported by a healthcare professional, during a coil embolization of an anterior communicating artery aneurysm, the 2mm x 6cm galaxy g3 mini (glm920060/l12346) was selected as the fourth coil and was flushed, but there was strong resistance encountered between the coil and unspecified microcatheter. The embolic coil was inspected inside of the introducer sheath and it was confirmed that the coil was ¿sneaking¿. It was further stated that ¿the shape of the coil was snaking¿. It was not reported whether the embolic coil exited the introducer or if the embolic coil appeared damaged. The coil was replaced, but there was strong resistance felt between the replacement 2mm x 6cm galaxy g3 mini (glm920060/l12530) coil and microcatheter. The resistance was encountered as the tip of the coil was advanced into the proximal end of the microcatheter. The physician withdrew the coil and reinserted the coil into the microcatheter multiple times, but the delivery wire separated. The coil was removed from the patient and replaced with a 4cm coil. It was not reported whether the embolic coil or concomitant microcatheter appeared damaged. Two additional coils (2mm x 4cm) were implanted in the target lesion and the procedure was completed successfully without further incident. No patient complications occurred as a result of the events. The surgery was not delayed due the events. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and an adequate continuous flush was maintained. The devices were handled and prepped according to the IFU. No visible product damage was noted prior to the event. No unintended detachment was observed. The physician did not apply undue force at any time. No report of the other devices used in the procedure is available. No further information could be obtained.a non-sterile unit galaxy g3 mini 2mm x 6cm was received inside of a pouch. The package label wasn¿t returned. The received device was inspected; no damages were found on the hub. The device positioning unit (dpu) core wire was inspected and no damages were found on it. The introducer was inspected until the green distal end and no damages were found on it. The resheathing tool was found broken. The resistance heat, the articulating joint and the embolic coil were found inside of the introducer tube. No other damages were observed on the received device. The resheathing tool was inspected under microscope and the broken condition noted on the visual analysis was confirmed, the v-notch was found undamaged. The resistance heat, the articulating joint and the embolic coil were inspected under microscope through of the introducer tube and the embolic coil was found damaged/kinked as well as the resistance heat did not show evidence of being heated. Advancement could not be tested because the embolic coil was found damaged/kinked. A review of manufacturing documentation associated with this lot l12346 presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint reported by the customer ¿coil-impeded-in introducer¿ was confirmed, the failure experienced by the costumer appear was due to the damaged/kinked condition noted on the embolic coil. The damaged/kinked condition observed on the embolic coil may have contributed to the failure and appear to have been caused by excessive force being applied to the device however none of those can be conclusively determined. The broken condition of the resheathing tool was apparently caused by applying excessive force on the device. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. However, it is likely that undue force was applied to the device, possibly in an attempt to overcome the reported resistance. Functional testing could not be performed to determine potential root causes of the event. The event description does not report any damage of the embolic coil. However, 100% of devices are inspected for damage at the quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance and stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. There is no cause of resistance apparent in the returned device. The microcatheter used during the reported event was not returned. Without the return of the concomitant microcatheter, the cause of the event cannot be identified. Resistance/friction is a known potential failure associated with the use of the device. The IFU states the following: ¿if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Loosen the rhv main valve and fully re insert the introducer tip into the infusion microcatheter hub. Gently tighten the rhv main valve around the introducer sheath to prevent backflow of blood. Visually inspect the alignment of the introducer tip and the microcatheter hub to ensure they have not slipped apart. As the microcoil passes through the introducer tip into the microcatheter hub, continuously verify that the introducer tip and microcatheter hub remain aligned. Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ neither the product analysis nor the device history review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation and interaction with the concomitant microcatheter, may have contributed to the reported failure and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Based on the product investigation completed on 04-mar-2019, this event now meets the required criteria for MDR reporting. Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not provided. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Initial reporter phone: (B)(6). [Complaint conclusion]: as reported by a healthcare professional, during a coil embolization of an anterior communicating artery aneurysm, the 2mm x 6cm galaxy g3 mini (glm920060/l12346) was selected as the fourth coil and was flushed, but there was strong resistance encountered between the coil and unspecified microcatheter. The embolic coil was inspected inside of the introducer sheath and it was confirmed that the coil was ¿sneaking¿. It was further stated that ¿the shape of the coil was snaking¿. It was not reported whether the embolic coil exited the introducer or if the embolic coil appeared damaged. The coil was replaced, but there was strong resistance felt between the replacement 2mm x 6cm galaxy g3 mini (glm920060/l12530) coil and microcatheter. The resistance was encountered as the tip of the coil was advanced into the proximal end of the microcatheter. The physician withdrew the coil and reinserted the coil into the microcatheter multiple times, but the delivery wire separated. The coil was removed from the patient and replaced with a 4cm coil. It was not reported whether the embolic coil or concomitant microcatheter appeared damaged. Two additional coils (2mm x 4cm) were implanted in the target lesion and the procedure was completed successfully without further incident. No patient complications occurred as a result of the events. The surgery was not delayed due the events. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and an adequate continuous flush was maintained. The devices were handled and prepped according to the IFU. No visible product damage was noted prior to the event. No unintended detachment was observed. The physician did not apply undue force at any time. No report of the other devices used in the procedure is available. No further information could be obtained. A non-sterile 2mm x 6cm galaxy g3 mini was received inside of a pouch. The original packaging labeling was not returned. Upon receipt of the complaint device, visual inspection was conducted. The device positioning unit (dpu) core wire and hub connector were undamaged. The introducer sheath was seen without damage. The resheathing tool was found broken. While the resheathing tool was broken, its v-notch was undamaged. The resistance heating (rh) coil, the articulating joint, and the embolic coil were found inside of the introducer tube. There were no other visual anomalies observed during the visual inspection. The device was then examined under a microscope. The anomalies noted during visual inspection were confirmed. The embolic coil was seen stretched and kinked. The embolic coil distal ball tip was present and intact. The distal outer sheath was seen intact indicating that the resistance heating coil had not heated, and the detachment process had not been initiated. Advancement could not be tested because the embolic coil was kinked and stretched. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The customer report of impeded in introducer was confirmed. Kinks and stretching of the embolic coil prevent it from advancing out of the introducer. The exact circumstances surrounding the observed damage cannot be determined based on the condition of the returned device; however, the kinked/stretched embolic coil and broken resheathing tool are indicative of the application of undue force to the device, possibly in an attempt to overcome the reported resistance. An embolic coil becomes stretched when an excessive pull force is applied to the device. 100% of devices are inspected for damage at final assembly and again at quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Impeded in introducer is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Per the IFU, ¿if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Loosen the rhv main valve and fully re insert the introducer tip into the infusion microcatheter hub. Gently tighten the rhv main valve around the introducer sheath to prevent backflow of blood. Visually inspect the alignment of the introducer tip and the microcatheter hub to ensure they have not slipped apart. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system.¿ neither the product analysis nor the device history review suggests that the failure could be related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation and device interaction, may have contributed to the reported failure and damages noted to the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00846 & 3008114965-2019-00937.

Event description:
As reported by a healthcare professional, during a coil embolization of an anterior communicating artery aneurysm, the 2mm x 6cm galaxy g3 mini (glm920060/l12346) was selected as the fourth coil and was flushed, but there was strong resistance encountered between the coil and unspecified microcatheter. The embolic coil was inspected inside of the introducer sheath and it was confirmed that the coil was ¿sneaking¿. It was further stated that ¿the shape of the coil was snaking¿. It was not reported whether the embolic coil exited the introducer or if the embolic coil appeared damaged. The coil was replaced, but there was strong resistance felt between the replacement 2mm x 6cm galaxy g3 mini (glm920060/l12530) coil and microcatheter. The resistance was encountered as the tip of the coil was advanced into the proximal end of the microcatheter. The physician withdrew the coil and reinserted the coil into the microcatheter multiple times, but the delivery wire separated. The coil was removed from the patient and replaced with a 4cm coil. It was not reported whether the embolic coil or concomitant microcatheter appeared damaged. Two additional coils (2mm x 4cm) were implanted in the target lesion and the procedure was completed successfully without further incident. No patient complications occurred as a result of the events. The surgery was not delayed due the events. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and an adequate continuous flush was maintained. The devices were handled and prepped according to the IFU. No visible product damage was noted prior to the event. No unintended detachment was observed. The physician did not apply undue force at any time. No report of the other devices used in the procedure is available. Evaluation of the returned 2mm x 6cm galaxy g3 mini (glm920060/l12346) revealed embolic coil damage. No further information could be obtained.